Event description:
Complainant alleged that while attempting to treat a 27-year-old male patient, the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference section b3. Evaluation results: the device was returned to zoll medical corporation and the reported malfunction was not replicated or confirmed. The device was put through extensive testing, which included environmental and functional testing without duplicating the malfunction. The device was recertified and returned to the customer. Review of the device logs showed that the device began charging and the user received error messages related to the connection between the electrode pads and the patient. Several seconds later, the user manually disarmed the charge. No other attempts at defibrillation were seen for the rest of the event. The electrode pads and multifunction cable were not returned as part of this investigation. No trend is associated with reports of this type.